Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The extension set was connected to an unspecified primary tubing set and was being used to deliver an unspecified medication. After an unspecified length of time in use, the tubing separated from the leg of the clave port. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. Though requested, no add'l info was provided.